Manufacturer narrative:
The device was returned for eval and it was determined that the device was out of calibration at the zero setting; however this would not impact the grafting ability. All other settings were within calibration. No problems were identified with the device. This MDR is being submitted late as it was identified as part of a retrospective review conducted by zimmer orthopaedic surgical products (zimmer osp). This retrospective review was conducted in response to an inspectional observation at zimmer osp in february 2008. The agency's inspectional observation concerned the decision(s) not to submit certain mdrs.

Event description:
A user facility reported two incidents of an air dermatome that was unable to maintain set thickness. Both incidents occurred during the same procedure and it was reported that another air dermatome was required to obtain the graft. No further details were reported regarding the outcome of the pt.